Event description:
The pt received an scs system on (B)(6) 2008. It was reported that the pt is without stimulation and no longer able to establish communication with the ipg via the programmer. Surgical intervention was undertaken to replace the pt's ipg. No further complications were reported.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. As received, the ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and passed all functional testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This serial number was part of a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.